Event description:
Limited information from the field indicated that arteriotomy closure was attempted with a prostar plus 8 fr pvs device. The physician was unable to obtain proper closure. Repeat contacts by the distributor have been unsuccessful in obtaining additional information. There was no indication from the field that a pt injury has occurred. This event is being reported because failure of a needle to back-down to its original position can lead to a need for surgical intervention.